Event description:
Covidien received information stating that the ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and could not duplicate the reported event. No parts were replaced. The cse performed all calibrations, the extended self-test (est), short self-test (sst) and the performance verification test (pvt). The device operated within the manufacturing specifications.